Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently few days post filter deployment, CT revealed a tine of the right aspect of the filter was directed superiorly into the wall of the right ivc. There was a saddle pulmonary embolism extending across the pulmonary arterial tree into the right and left vein pulmonary arteries. Included images of the upper abdomen demonstrated filter was now tilted laterally to the left with the apex of the filter near the origin of the left renal vein but not within it. Eventually, a few days later patient presented for filter retrieval. Inferior vena cavogram performed demonstrated a tiny amount of thrombus in the apex of the filter. There was a filter tine of the right aspect of the filter which had been superiorly displaced through the wall of the ivc. It was additionally noted that the filter became tilted and allowed passage of thromboembolism, resulting in a saddle pe. The filter collapsed without complication, including the superiorly displaced length of the filter and the filter was retrieved successfully. Therefore, the investigation is confirmed for perforation of the ivc, material deformation and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated, tilted and embedded in the wall of ivc. The device was removed percutaneously. The patient was diagnosed with saddle embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After, five days of post deployment, a computed tomography angiogram of chest was performed for chest pain and shortness of breath. The study showed that saddle pulmonary embolism was noted extending into both pulmonary arteries with extensive clot burden and findings suggesting right heart strain. The inferior vena cava filter was now tilted laterally to the left with the apex of the filter near the origin of the left renal vein. A tine of the right aspect of the filter was directed superiorly into the wall of the right inferior vena cava. After, six days, patient was planned for filter retrieval procedure for a non-functional inferior vena cava filter. Through the right internal jugular vein approach, a amplatz wire was passed into the inferior vena cava during observation with fluoroscopy. A sheath was inserted above the level of the filter and a catheter was inferior vena cavogram was performed. This demonstrated a tiny amount of thrombus in the apex of the filter. A retrieval snare was used to free the hook of the filter from the left lateral wall of the inferior vena cava. Once the hook was snared, gentle traction was used to straighten out the inferior vena cava filter. There was a tine of the right aspect of the filter which had been superiorly displaced through the wall of the inferior vena cava. It was additionally noted that the filter became tilted and allowed passage of thromboembolism, resulting in a saddle pulmonary embolism. A retrieval sheath was advanced over the snare and the upper apex of the filter. The sheath was then slowly advanced over the filter during gentle retraction of the filter. The filter collapsed without complication, including the superiorly displaced length of the filter. The filter was removed and inspected to ensure that it was complete and missing no parts. A post retrieval radiograph of the chest was performed to again confirm no embolized portion of the filter. Therefore, the investigation is confirmed for perforation of the ivc, material deformation and filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment and pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 02/2020), g3, h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated, tilted and embedded in the wall of inferior vena cava. The device was removed percutaneously. The patient was diagnosed with saddle embolism post implant; however, the current status of the patient is unknown.